Event description:
Suspected malfunction of defibrillator pads. During the cardioversion, the nurse witnessed a "flash" and heard a "buzz" sound emanating from the defibrillator pads that were attached to the patient. The nurse assessed the patient's skin and it was intact with slight redness at the cardioversion site, which is expected with this procedure. When the patient was awake, they denied pain or discomfort. The defibrillation pads were inspected by the nurse and there were no visible open wires and all connections appeared intact but there was a brown burn mark on the wires that connect to the defibrillator pad where the nurse saw the flash. Equipment was sequestered and sent to biomed for review.